Event description:
The philips account manager reported on the customer's behalf that this defibrillator was experiencing intermittent unexpected shutdowns. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.